Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an out of range left ventricular (lv) pace impedance of greater than 2000 ohms, exhibited by this lv lead. Loss of lv capture was also noted. A technical services (ts) consultant recommended several other troubleshooting options and discussed possible causes for the out of range impedance measurements. Additional information was provided that the device was successfully reprogrammed to obtain bi-ventricular pacing. It was noted that the patient would return for follow-up in approximately one to two months. To date, there have been no reported adverse patient effects associated with this clinical observation. Additional information was provided that the device again recorded loss of lv capture. A revision procedure was performed to surgically cap the lv lead, and this device was explanted due to normal battery depletion.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.